Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on their left chest under therapy pads of the lifevest equipment. Patient reports history of lupus. The patient's physician prescribed triamcinolone cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.